Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that surgeon cannot perform dry vitrectomy due to occlusion in the probe during vitrectomy surgery. It was unknown how the surgery was completed. There was no information about patient impact. Additional information was requested and non-received till date.

Event description:
Additional information received that the aspiration flow rate is around fifteen and the surgery was completed after replacing the product with another one. There was no patient impact.

Manufacturer narrative:
Additional information provided in b.5 and h.6. The manufacturer internal reference number is: (B)(4).